Manufacturer narrative:
Implant date- (B) (6) 2009 device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported by the patient that after a coronary artery stenting treatment procedure, complications occurred. An unknown taxus liberte stent was implanted in an unspecified location. Seven months later the patient began feeling "fatigued". A month after that the patient stated that his "hemoglobin is normally 14" but his "rbcs were decreased to 7." The patient has followed up with his physician and the stress test and diagnostics were normal. The patient has declined providing additional information.